Event description:
Customer reported a malfunction alarm identified as "malf 0." There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue returned.